Event description:
It was reported the customer had a partial display on their insulin pump. The customer stated they were unable to properly read their display. Customer stated there were black spots on the display. The customer did not drop or bump their insulin pump. Customer's blood glucose was unknown. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received missing segments with a partial display due to cracked and bleeding display glass. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.